Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2026. On (B)(6) 2026, it was reported that the patient experienced inaccurate cgm values. Of note, the patient was using an omnipod 5 pump at the time of the event. The patient experienced inaccurate and erratic cgm readings and reported elevated ketone levels. Based on these concerns, the patient's physician advised evaluation at the emergency department (ed). The patient did not recall the glucose readings obtained at home prior to presentation and did not report any symptoms. Upon arrival at the ed, a healthcare professional obtained an fsbg reading of 392 mg/dl, while the cgm displayed 302 mg/dl. The patient received intravenous (IV) insulin treatment and remained hospitalized for more than 24 hours. At the time of reporting, the patient stated that he was doing well and had no ongoing symptoms. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.